Event description:
A healthcare professional reported that a patient was injected with JUVÉDERM® VOLUMA¿ XC, JUVÉDERM® VOLUX¿ XC, JUVÉDERM® VOLBELLA¿ XC, and JUVÉDERM® VOLLURE¿ XC in the temples, lips, mid face, preauricular chin and jaw. Post injection the patient felt red and warm. There was a bit of a reaction (redness/nodules) down their neck spreading to their decollate. The HCP ordered steroid taper, doxycycline, and was instructed to take an antihistamine and Pepcid daily. The patient is responding, showing that the redness is subsiding and nodules are getting smaller. There was no pain reported.This record will represent JUVÉDERM® VOLBELLA¿ XC.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.This is a known potential adverse event addressed in the product labeling.